Event description:
Caller tested 5.4 inr on the coaguchek xs system while a comparison lab returned as 4.0 inr. Patient's coumadin was held based on the lab result. No adverse event reported. Requested return of suspect system, however, the suspect strips are no longer available. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.